Event description:
Doxorubicin, 78 mg infusion given via MFR's pump, was given over 24 to 52 hrs instead of scheduled 72 hrs. Subsequent to this, severe marrow depression developed. Sepsis and death 6/23/94, followed. Infusion was started on june 3rd. Pt thought it was still running after 24 hrs although this is not completely certain. On june 5th, pump was found to be empty. No info as to operation of pump was supplied. Pt also developed very severe edema and some ascites associated with tachycardia while hospitalized.